Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Blood glucose was not impacted.